Event description:
It was reported that during an unk procedure, the liberte stent delivery sys could not be withdrawn into the guide catheter. This occurred during positioning of the delivery sys. Both the stent delivery sys and the guide catheter were withdrawn as one unit with no consequence to the pt. Outside of the pt's body, the physician tried again to withdraw the stent delivery sys into the catheter, however, damage to the stent was noticed. The procedure was completed with a different device, and no pt complications were reported. Pt status was reported as 'good.'